Event description:
The vacuum extractor would not release from the neonate's head. Delivery by vacuum during c-section, the vacuum would not release from infant's head after the infant delivered.

Event description:
The vacuum extractor would not release from the neonate's head. Delivery by vacuum during c-section, the vacuum would not release from infant's head after the infant delivered.